Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that sometimes the device completely stops, as a result of battery or no connection. Sometimes, the devices are running on battery and clinicians forget to plug in. This was reported to bd representatives during site visit. There was no information on patient involvement.